Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that gray bar for the battery of the implantable cardioverter defibrillator (ICD) occurred upon interrogation prior to use. The ICD was not used for any case. Therefore, there was no patient involvement.